Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the tubing for the level one infuser was ill fitting in the machine, causing it to leak. When inserted it fits in the lower hole looser than it should and the top portion is a very tight fit that requires some pressure to insert. When the machine is turned on the lower hole leaks. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples or pictures were received for the analysis of this complaint. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.